Event description:
It was reported that the patient ¿went in for surgery and it failed.¿ the patient had since passed and the reporter was not sure if it was due to stimulation.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).